Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level, value was not provided, and a high ketone level identified as dangerous by healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.